Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5x24mm drug eluting stent to the circumflex (cx) artery, but was unable to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the tip of the stent was deformed. The procedure was completed with another taxus stent, same size. No pt injuries or complications were reported. Patient status post procedure is noted as fine.